Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 395 mg/dl while wearing the pod between 24 and 36 hours. Once at the hospital upon removal of the pod the patient reports being unsure if the cannula had properly inserted at the pod infusion site. In addition the patient reports the pods cannula was bent and the pods adhesive was loose. The patient was treated intravenous fluids and insulin. The patient was released from the hospital after 12-14 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.